Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 8239906. Customer states that the syringe was without the plunger cap, the thumb press is missing, and the plunger rod is bent. The returned syringe was examined and exhibited no plunger cap, a broken thumb press, and a bent plunger rod. A review of the device history record was completed for batch# 8239906. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause is an index dial jam at the form fill and seal operation and then the syringes did not get ejected and made it into a polybag. H3 other text : see h.10

Event description:
It was reported that plunger cap and thumb press was missing and rod was broken with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328438 batch no. 8239906c it was reported that 1 syringe was missing the plunger cap and thumb press and also had a bent plunger rod.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger cap and thumb press was missing and rod was broken with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328438, batch no. 8239906c . It was reported that 1 syringe was missing the plunger cap and thumb press and also had a bent plunger rod.